Event description:
(B)(4). Constant pelvic pain. Now more recent abdominal and stomach issues. My body is fighting itself due to essure. My hair falls out by the hand fills before essure I never had any problems such as these. Oh and when my cycle is due I cramp for days debilitating cramps